Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that a "sound" was heard coming from the expiratory limb of an rt340 adult dual-heated evaqua breathing circuit while it was being used on a patient. Further inspection revealed that the expiratory limb sustained a hole and the nurse stated that "it seemed to be torn by a hanger".

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected and pressure tested for leaks. Results: visual inspection revealed that there was a hole in the evaqua expiratory limb, about 15.5 cm away from the proximal connector. The pressure test showed that the breathing circuit was out of specification due to excessive leak. A lot check was not performed as lot information was not provided by the hospital. Conclusion: based on the nature of the damage and information received from the hospital that the evaqua expiratory limb "seemed to be torn by a hanger", it is likely that the subject expiratory limb was punctured during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).